Event description:
It was reported through the litigation process that four months and twenty-three days post a port placement via the left subclavian vein, the patient reportedly experienced pain in the right arm. It was further reported that there was allegedly a fractured catheter lodged into the patient's right arm. Furthermore, the patient underwent emergency surgery in an attempt to remove the device and the attempt allegedly failed and exploration was elected. Reportedly, the device was successfully removed from the patient. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No medical record were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.